Manufacturer narrative:
Evaluation summary: device returned with kinks evident on the hypotube 8cm and 14cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 3rd, 4th and 5th stent wraps with struts raised and bunched. Deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used to treat a non-tortuous, severely calcified lesion with 90% stenosis in the circumflex artery. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent could not pass through the lesion and stent deformation occurred during advancement. No patient injury is reported. The physician has indicated that the event was due to the use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed.